Manufacturer narrative:
Manufacturing review: as the lot number for the device was not provided, a manufacturing review could not be performed. Investigation summary: the device was not returned for evaluation and images were not provided for review. However, medical records were provided and reviewed. Upon deployment of the filter, the filter was noted to be tilted 20 degrees. Approximately two months post filter deployment, multiple attempts to retrieve the filter using a cone retrieval device were unsuccessful. Subsequent attempts to snare the filter were also unsuccessful. Approximately seven years post filter deployment, physician indicated that the patient had recently had deep vein thrombosis and bilateral pe and was not anticoagulated. Therefore, based on the provided medical records the investigation can be confirmed for a tilted filter and difficulties removing the filter. The investigation is inconclusive for the alleged migration, as the medical records contain no information regarding filter migration from the location of deployment. Pe post filter implantation can be confirmed based on the provided medical records; however, the relationship to the filter and the origin of the pe was not established in the provided medical records. Based upon the available information, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: warnings/potential complications: filter fractures are a known complication of vena cava filters. Movement, migration or tilt of the filter are known complications of vena cava filters. Filter malposition. Filter tilt. Acute or recurrent pulmonary embolism. This has been reported despite filter usage. It is not known if thrombi passed through the filter, or originated from superior or collateral vessels. Note: it is possible that complications such as those described in the "warnings", "precautions", or "potential complications" sections of this instructions for use may affect the recoverability of the device and result in the clinician's decision to have the device remain permanently implanted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during a vena cava filter deployment procedure for a history of pulmonary embolism, upon deployment, the filter was identified to be tilted. Approximately two months post filter deployment, during scheduled filter retrieval, an attempt to retrieve the filter was unsuccessful. Approximately seven years post filter deployment, the patient had bilateral pe. The physician recommended chronic anticoagulation and to leave the filter in place. At an unknown time post filter deployment, allegedly the filter embedded in the caval wall and migrated to the heart. The patient was allegedly hospitalized for pe.

Manufacturer narrative:
No medical images have been made available to the manufacturer. As the lot number for the device was not provided, a review of the device history records could not be performed. The device has not been returned to the manufacturer for evaluation. Medical records were received and reviewed and the investigation regarding the reported event is currently underway. Medical records review: the patient with history of a pulmonary embolism was to undergo redo back fusion surgery; therefore, placement of an inferior vena cava (ivc) filter was indicated. The right common femoral vein was accessed and an inferior venacavogram demonstrated that the level of the renal veins was approximately at the upper border of l2 and the maximum diameter of the cava was 26 mm. There was no evidence of filling defect within the cava. The filter was then deployed with the bottom of the filter at the lower border of l3. After placing the filter, it was noted that the filter was angulated about 20 degrees with all of the struts fully expanded. There was no motion of the filter when the patient was asked to valsalva or cough. The cava was widely patent without evidence of extravasation or stenosis. Approximately two months post filter deployment, the patient was scheduled for retrieval of the filter. The right internal jugular vein was accessed and an inferior venacavogram demonstrated a tilted filter with a leg of the filter extending into a lumbar vein. There was no evidence of thrombus within the filter. Multiple attempts to retrieve the filter using a cone retrieval device were unsuccessful. Subsequent attempts to snare the filter were also unsuccessful. A cavagram obtained demonstrated no evidence of extravasation or significant change in the position of the filter and the decision was made to conclude the procedure. Hemostasis was achieved. Approximately seven years post filter deployment, the patient presented for an office visit to discuss removal of the filter. The physician indicated that the patient had recently had deep vein thrombosis and bilateral pe and was not anticoagulated. The physician recommended chronic anticoagulation and to leave the filter in place. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during a vena cava filter deployment procedure for a history of pulmonary embolism, upon deployment, the filter was identified to be tilted. Approximately two months post filter deployment, during scheduled filter retrieval, an attempt to retrieve the filter was unsuccessful. Approximately seven years post filter deployment, the patient had bilateral pe. The physician recommended chronic anticoagulation and to leave the filter in place. At an unknown time post filter deployment, allegedly the filter embedded in the caval wall and migrated to the heart. The patient was allegedly hospitalized for pe.